Manufacturer narrative:
Citation: staniloae c. Is it better to have a vascular complication than perform alternative access? Results with a tf-first strategy journal of the american college of cardiology mar; 71(11): suppl a1146 epub 2018 mar 8 doi-10.1016/s0735-1097(18)31687-5 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via poster presentation titled- is it better to have a vascular complication than perform alternative access? Results with a transfemoral first strategy. All data were collected from single center from august 2016. The study population included 377 patients (predominantly female; mean age 83 years), all of them were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients adverse events included:minor bleeding and iliac artery perforation. Based on the available information, these adverse events may have been attributed to medtronic product no additional adverse patient effects or product performance problems were reported.